Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) noted that there were no failures on the screen or in the storage space configuration. The case notes did not provide details identifying which specific drawer had failed, which prevented further targeted troubleshooting. The fse proceeded to the next call and recommended that future case notes include detailed information specifying the exact drawer failure. Service was restored, and the hardware test application (hta) was performed on the device and its storage space. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers failed and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.